Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. - 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 15 previously reported events are included in this follow-up record. Product return status 15 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 15 events were reported for this quarter. Product return status 14 devices were received. 1 device investigation type has not yet been determined. Additional information 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. - 15 events had no patient involvement; no patient impact.